Event description:
New information received notes that the t-wave over-sensing noted on the right atrial leadless pacemaker was both post-paced and post-sensed, intermittently. Also, as a resolution, programming changes were made.

Event description:
It was reported that the asymptomatic patient presented with t-wave over-sensing exhibited on the right atrial (ra) leadless pacemaker (lp). The issue was resolved with no intervention reported. Patient condition was stable.